Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a paroxysmal atrial fibrillation procedure, a pericardial effusion occurred which was confirmed with an echocardiogram and required a pericardiocentesis followed by surgery to stabilize the patient. During the procedure, all 4 pulmonary vein isolations were completed and the physician was attempting to position the catheter to the anterior right inferior pulmonary vein when a decrease in blood pressure was noted. The procedure was stopped and an echocardiogram was done to diagnose the pericardial effusion, a perforation located on the roof of the left atrium. A pericardiocentesis was performed and over 1100ml fluid was drained but it did not resolve. The patient was transferred to theater for surgery. The physician believes the perforation happened during catheter manipulation. The patient is in the intensive care unit and is stable. There are no reported performance issues with any abbott device.